Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Common device name:<(><<)> model #:mc1vr01-delsys / expiration date: 14/07/2020 / serial#: (B)(4). Mfg date: 23/01/2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was difficulty manipulating the delivery system, placement difficulty and high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.